Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "left side rupture. Patient later confirmed" diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Additional observations: ¿ deformation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "left side rupture. Device was explanted.